Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 480 mg/dl. They also reported a past event of insulin flow block alarm. Trouble shooting was performed and the error did not occur during manual priming. They reported that the issue was resolved by infusion change. They reported that the insulin pump had a motor error during bolus. The customer reported that they were able to clear the alarm and complete rewind. They stated that the drive support cap appeared normal. They reported that the insulin pump passed the displacement test. They stated that the insulin pump was exposed to high magnetic field. The parent declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.